Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device failed to charge for shock advised. This is the second similar report. The first reported on medwatch 1220908-2016-00666. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the batteries returned with the device were found to be from different lots and manufacturers. And dates ranged from 2006-2014. Review of the clinical files showed evidence the device was stored without pads attached. Meaning, the device would be in a red x state constantly. This is meaningful because the device indicated a fault 27 days prior to the event but was masked because the device was always in a ?red x?state. We can tell the customer was diligent about powering the device frequently but with no pads attached. It is important to note; the operators guide advises the user how to store the device properly and recommends that all batteries be replaced at the same time. The investigation is being closed as user not complying with the device recommendations. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.